Event description:
I inserted a new dexcom g4 platinum cgms sensor in the late afternoon. Approx 90 minutes later, I received an alert of sensor failure. I removed the sensor and upon examination, I noticed that no sensor was actually visible. This appears to be a mfg defect. The sensor has been replaced by dexcom, but I asked if I could return the defective sensor for examination by their quality control unit. I was told I would receive material to return the defective sensor but there has been no f/u since then. I am disappointed that this potentially serious quality issue does not appear to be taken seriously by dexcom, and they do not appear to take this quality issue seriously.